Manufacturer narrative:
Follow-up #1: date of submission: 04/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no activity outside of normal use. Multiple occlusion alarms were observed on (B)(6) 2016. During testing, the pump successfully passed the ez prime steps. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue was not resolved with troubleshooting.